Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the device photographs identified: yellow and red particles on the surface shell and deformation. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. The events of seroma and lymphoma alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma.

Event description:
Healthcare professional reported right side "periprothesic liquid" and double capsule. Testing of the capsule and liquid confirmed positive diagnosis of alcl. Cytology markers of cd30+ and alk- were reported. Biopsy detected "fragments of periprotesic capsule tissue with fibrosis and hyalinization, necrosis" and "active inflammatory infiltration more abundant in the area of necrosis." Diagnosis occurred approximately 12.5 years following implant. The device has been explanted. Additional treatment and resolution of patient's symptoms were not reported.